Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a shocking/jolting sensation after turning her stimulation up. After turning the stimulation up from 1.8 - 2.2, she gets a "funny feeling that hurts and is annoying". The patient was redirected to her healthcare professional.